Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer was unable to interrogate wirelessly. The radio frequency transceiver (rft) was re placed. It was noted that the programmer failed the finger touch test. An electromagnetic interference (emi) repair was performed. Additionally, it was noted that the power cord bay and the upper handle cover were damaged. The power cord bay and the upper handle cover were replaced. The upper hinge plate was replaced for cosmetic reasons. Also, the system fan was noisy, and a wrong media door was noticed. The system fan and the media bay door were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.